Event description:
Caller reported that a cartridge leaked insulin and experienced the issue once. There was no adverse impact to the customer¿s blood glucose level. The caller managed to change the cartridge and successfully resumed insulin therapy.